Event description:
Filter placed in (B) (6) 2008. In (B) (6) 2009, it became apparent that the ivc had thrombosed and the primary struts of the filter had penetrated into aorta, the duodenum, the retro peritoneum and the l2-3 disc space. The patient has developed a staphylococcal of the l2-3 disc space and a result is on chronic antibiotics. The filter was removed with much difficulty on (B) (6) 2010.

Manufacturer narrative:
(B) (4). We have conducted an investigation based on the available information and can confirm the complaint as described. We agree that it seems like one of the primary filter legs is slightly expanded than normal and it is most likely that the filter leg perforates the ivc. However, without the CT images we are not able to determine the extent of the perforations. Furthermore, we can inform you that filter perforation is a well known risk related to filter implantation over time. We can advise that your report has been filed in our records and we will continue to monitor for similar reports.